Event description:
It was reported that during a trial, the lead ¿poked through the dura¿ and spinal fluid was ¿pouring out.¿ the dressing had to be changed every hour and the patient had to lie down with feet up. The event also lead to an unsuccessful first blood patch and a second blood patch that ¿did take.¿ follow-up is being conducted to obtain patient information. Omitted relate event info: pump ptm error/feet freezing.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. Product ID: neu_recharger_acc, lot# serial# unknown, product type: recharger. (B)(4).